Event description:
The account alleged the hi/low function will not lower. The trendelenburg and reverse trendelenburg is working but when the switch is releases, the bed runs back up on its own.

Manufacturer narrative:
Repairs have not been completed.